Event description:
It was reported that the ilet touchscreen separated from the device housing while the user was asleep, resulting in a cracked or delaminated screen and a physical integrity failure of the display assembly; the device remained operable and the user temporarily secured the screen with tape. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and continued use of therapy and data synchronization without interruption. Investigation included collection of user-reported details and initiation of device return for evaluation. Investigation of this case revealed a screen-to-housing separation consistent with mechanical damage to the display component, with no associated alarms or functional malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an unknown external force or stress.